Manufacturer narrative:
Final analysis found burn marks on the ac power adapter and circuit board which caused the reported inability to power the transmitter.

Event description:
It was reported that the transmitter would not power up. The device would no longer be used and replaced.